Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant the surgeon applied mini apical cuff with interrupted sutures. Engaging pump lock was difficult. Several attempts made. Eventually pump appeared to be locked into place but it was spinning rather freely around cuff. Clinical consultant noticed that purple locking mechanism on pump was able to fully engage without cuff in place. In discussion with heartmate 3 engineer on the phone and clinical consultant in operating room (or), it was recommended that surgeon exchange the pump due to questionable lock engagement. Surgeon had difficulty engaging second pump on mini apical cuff. Rather than repeat lock attempts, surgeon removed mini apical cuff and applied standard cuff to ventricle. Second pump locked onto second apical cuff without much trouble. No further information was provided.

Manufacturer narrative:
A4, h3: additional information manufacturer's investigation conclusion: evaluation of the returned pump confirmed damage to the latch arm and locking arms of the cuff lock. Although a specific cause for the initial difficulty locking the cuff lock to the mini apical cuff could not be conclusively determined, the subsequent damage to the locking arms and latch arm could have contributed to the questionable engagement during later attempts. It should be noted that the center reported that suture interference may have contributed to the initial engagement difficulty. Mlp-019790 was returned assembled with the pump cable intact. The cuff lock was returned in the default position (not locked). The modular cable was not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The mini apical cuff was not returned, therefore, the reported suture interference could not be confirmed. A specific cause for the reported difficulty locking the second pump into the mini apical cuff also could not be determined. Visual inspection of the cuff lock as-returned found that the latch arm was bent up and inward, causing it to sit over the adjacent area of the lock hardware and contact the pump housing. The top of the latch arm showed impressions and scraping that appeared to be due to the use of a tool while disengaging the lock. The evaluation could not conclusively determine when the latch arm was bent out of specification. Based on the reported event and the observed tool marks, the damage to the cuff lock latch arm appeared to be due to the use of a tool while disengaging the lock. The examination also found that the two locking arms had been bent out of specification. The evaluation could not conclusively determine when or how the locking arms became bent out of specification, however, applying a high load to the cuff lock during connection has the potential to cause a permanent deformation of the locking arms. Review of manufacturing documentation (which includes measurements, functional testing, and visual inspection of the cuff lock for bent arms) found no deviations in manufacturing or quality assurance specifications. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Examination of the submitted photos confirmed that the cuff lock appeared to be advanced to the locked position despite neither the apical cuff nor the mini apical cuff being present. This issue was able to be reproduced on the returned pump. After the initial visual inspection, mlp-019790 was reassembled with the cuff lock in the default position, and the cover plate was reinstalled. Without an excessive amount of force, the cuff lock was able to be advanced to the locked position despite the damage to the latch arm. It should be noted that the locking tab on the latch arm of the cuff lock did not appear to lock into the detent on the cover plate, due to the latch arm being damaged. This appears consistent with the submitted photos. If the locking arms were bent outward at the time the submitted photos were taken, it would have resulted in the pump spinning freely within the mini apical cuff. This was also able to be reproduced on the returned pump. A test mini apical cuff was installed onto the pump. The pump appeared to rotate without much resistance when the cuff lock was advance to the locked position. A specific cause for the reported event (initial difficulty engaging the pump with the mini apical cuff) could not be conclusively determined through this evaluation. The heartmate 3 mini apical cuff kit IFU is currently available. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions:when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism.notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 lvas IFU is also currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient remained admitted inpatient; transferred to step-down unit from intensive care unit (ICU) on post-op day (pod) 13.